Manufacturer narrative:
Additional information: the device evaluation was completed. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a peritoneal dialysis (pd) transfer set would not stay open or closed. This event was observed while the patient was performing pd therapy. To resolve the issue, a transfer set exchange was performed at the hospital and a new set was installed. There was no patient injury or medical intervention associated with this event. No additional information is available.